Event description:
It was reported that new cartridge load required failed to fill cannula. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.